Event description:
It was reported that the right ventricular lead exhibited loss of capture shortly after the implant procedure. The physician elected to re-open the patients pocket and then noticed that the lead insulation was damaged. The lead explanted and replaced. The patient was doing fine after the procedure.

Manufacturer narrative:
(B)(4). Mandatory medwatch form received from user facility, report number: 3902670000-2015-8003 (B)(4).